Manufacturer narrative:
Patient information was unavailable from the site. (B)(6) 2014. A medtronic representative performed a navigation system check-out. Accuracy was checked using blue-demo spine. Reported issue could not be replicated. Supported subsequent spine case with no issues. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy. No specific measurement was provided. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.